Event description:
The facility reported an infusion pump which turned on and off by itself. Information regarding whether or not the device has been in use on a patient when this failure occurred was not available, no additional contact information was provided. The hospital representative stated there have been no reports of any patient incident involving this pump since the last baxter service event.